Event description:
A journal article was reviewed that contained information about this lead. The patient presented with an infection and sepsis. The lead was removed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The information submitted reflects all relevant data received. Referenced article: "extraction of transvenous ICD leads in an over-ninety years old patient." Indian pacing and electrophysiology journal. September 1 2011;11(5):145-148. Evaluation summary: (B)(4) full lead returned in segments, proximal conductor fractured, distal conductor distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic esc, outer tubing overlay breached cut, exposed defib coil white substance, outer insulation cosmetic depression, blood in/on helix/lobe mechanism.